Manufacturer narrative:
One 9x20 biosure-ha screw was returned for evaluation. Visual assessment of the screw confirmed the reported complaint of breakage. The third and fourth distal threads are damaged and deformed. Clinical details regarding site preparation, graft type and patient bone quality were not supplied. The condition of the device indicates the screw was subjected to excessive force. An exact root cause cannot be determined with confidence; however, factors that could have contributed to the reported event include: improper site preparation, incorrect screw size. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that during a reconstruction of the anterior cruciate ligament (right knee) the thread of the screw broke during the implantation, the pieces were removed using tweezers. There was a surgical delay greater than 30 minutes. A backup device was available to complete the procedure with no patient injuries.